Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the membrane of the bd phaseal¿ infusion adapter c100j was damaged and separated from the connection to the injector when the injector was disengaged. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is as follows: when the hcp disengaged the injector, the component at its connection on the infusion adapter was separated. The disconnected part was thought to be membrane."

Manufacturer narrative:
H6: investigation summary several pictures were provided to our quality team for investigation. Through visual inspection, it was observed that the membrane was never assembled, therefore the system was open and leaked when used. A device history review was performed for reported lot 2112211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples were used for additional evaluation. All product was visually inspected and verified the membranes were properly assembled. The assembly machine has two inspection checkpoints to detect any issues with the membrane and operators perform visual inspection of the membrane according to procedure. All quality records verify the inspections were performed according to procedure and no issues were identified. Given the device records did not indicate any non-conformances during manufacturing of this lot, we cannot identify a definitive root cause at this time.

Event description:
It was reported that the membrane of the bd phaseal¿ infusion adapter c100j was damaged and separated from the connection to the injector when the injector was disengaged. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is as follows: when the hcp disengaged the injector, the component at its connection on the infusion adapter was separated. The disconnected part was thought to be membrane".